Manufacturer narrative:
Patient weight was not provided. Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted after cardiac arrest. The manufacturer¿s technical services representative reviewed the submitted log file and observed low flow alarms. On (B)(6) 2018, it was reported that it appeared this was more likely a self-induced incident. The patient disconnected the lvad during a possible drug overdose. The vad was functioning as intended. Support was withdrawn and the patient expired. No additional information was provided.